Manufacturer narrative:
No parts were returned, therefore the investigation consists of an evaluation of the ventilator¿s logs and the findings of the field service engineer¿s (fse) who examined the ventilator. Further information surrounding the event or patient information was not provided. The fse initially found that some letters did not respond correctly when touchscreen was pressed but functioned normally later. The fse tested the breathing circuit with a test lung, ventilation was started and stopped without occurrence of any malfunction. The touchscreen was responding normally. The logs show that the ventilator was set to the standby mode on 2 occasions. The logs also contain 4 touch screen or knob press time exceeded alarms that indicate an unresponsive screen to pressing. In order to set the ventilator to the standby mode, the user must press the start/standby button whereof a pop-up window appears on the screen with 2 options, ¿yes¿ and ¿no¿. When the ¿yes¿ option is pressed the ventilator is set to the standby mode. There is no indication in logs that the ventilator set itself to the standby mode from ventilation at any time. The 2 standbys on the date of the event, from the ventilation mode, were done as per design using the steps of setting the ventilator to the standby mode; pressing the standby button and then confirming the action through a screen dialog by pressing "yes". The screen fault will not lead the ventilator to setting itself to the standby mode. The screen doesn¿t self-generate automatic commands.

Event description:
It was reported that the ventilator went to the standby mode while it was connected to the patient. Patient information was not provided. (B)(4).